Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms based on the documentation provided, the root cause of the ae was reportedly the left knee ankylosis and although rare, has been documented to be a significant complication s/p tka. The patient impact beyond the reported pain, ankylosis and subsequent revision ¿with residual effects¿ could not be determined. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
[Study: (B)(6)] it was reported that, after a left-sided tka had been performed in which a journey ii cr system was implanted, the clinical subject experienced pain and ankylosis on the intervened knee. A revision surgery was performed to treat the patient, who achieved recovery with residual effect.